Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that one grip close cable was found to be broken at the distal idlers. The idler pulley was able to spin freely and it was not damaged. The cable segment stuck out at the wrist. Other cables at wrist were not damaged. Instrument passed electrical continuity test. Engineering also found scratches on the surface of the distal pulley. Additional observation not reported by site was main tube damage. The distal end of the main tube exhibited various scratch marks with light material removal and a rough surface finish. The scratches were short in length and were not aligned with the tube axis. Engineering concluded that damage was likely due to mishandling. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event. This report does not admit that the report or information submitted under this report constitutes an admission that the device, intuitive surgical or intuitive surgical employees, caused or contributed to the reportable event. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments.

Event description:
It was reported that during the da vinci s prostatectomy procedure, the surgeon could not open and/or close the tip of the monopolar curved scissors instrument due to a broken wire on the instrument. The surgical staff exchanged it into a backup instrument, and the planned procedure was completed without problem. No patient harm, adverse outcome or injury was reported.